Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn less than 24 and 36 hours. The pod was discarded.